Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned instrument notes it exhibits signs of repeated use (nicks or gouges) and the post feature has fractured off. The provisional is also fractured on the lateral & medial side of the post. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The hospital this item was returned from was: (B)(6).

Event description:
It was reported the provisional was found fractured during kit inspection. There was no patient involvement.